Event description:
Customer alleged damage to five karl storz cystoscopes that were processed in the sterrad nx. The customer reported they noticed a hole in the rubber on the distal tip. The scopes are new and have never been processed in any other sterilization modality; and have only been processed in the sterrad nx one time. The customer states that the IFU from the medical device MFR (mdm) stated that the scopes are compatible for sterrad processing. The scopes were manually washed in an enzymatic detergent before processing in the sterrad (the customer could not provide the name or MFR of the detergent). A syringe was used to flush the ports with enzymatic then it was used to flush with water. An eto vent cap was used as per the IFU for the scopes. The scopes were processed on the sterrad standard cycle. The mdm was notified, and is conducting an investigation of the damage. The mdm report is pending. Add'l info will be submitted on a supplemental report upon receipt. This report is 4 of 5.

Manufacturer narrative:
Damaged device. Karl storz scopes are recommended for processing in the sterrad nx advanced cycle per sterrad lumen claims. This is four of five 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2010-00049; 2084725-2010-00050; 2084725-2010-00051; 2084725-2010-00053.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The sterrad nx was not inspected following the incident by an asp field service engineer (fse). Product was not returned to asp for investigation. The mdm (medical device manufacturer) has not responded to asp's requests for their investigation results. The asp investigation concluded that the the scopes were processed using an incorrect sterilization cycle. The sterrad nx user manual recommends using the advanced sterilization cycle. The manual states in part "... Medical devices, including most flexible endoscopes, with the following materials and dimensions can be processed in the sterrad nx sterilizer advanced cycle: single-channel stainless steel lumens with an inside diameter of 1mm or larger and a length of 500mm or shorter. Single-channel pe/ptfe flexible endoscopes with an inside diameter of 1mm or larger and a length of 850mm or shorter." The customer did not follow the sterrad nx user manual.